Manufacturer narrative:
Received two (2) new mc330007-ns pressure infusion (400 psig) ext set w/remv microclave for inspection. No defects or anomalies noted. A pressure infusion test was done, replicating clinical use. The components did not separate on either set. The reported complaint was unable to be replicated or confirmed. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. Additional reporter: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred on an unspecified date regarding a 7.5" pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile where the reporter stated that they have been experiencing adverse issues with the new sets that have been sent to them. These kits previously had a white high-pressure tubing that could withstand injecting IV contrast for radiology exams at a very high-pressure flow rate. As of late, the kits have a different purple tubing. This purple tubing will not stay together or function properly at all. There is an additional hub at the end of this new tubing that consistently comes off the end, even after tightening it. As a result, it has soaked numerous patients with blood/IV contrast, ruined the tests since the IV contrast leaks out during exams rather than going into the patient and has also put their staff at risk for blood borne pathogens exposures. There were 3 defective samples reported. There was patient involvement, there was human harm and unknown delay in therapy reported.